Event description:
It was reported that a patient had a urinary tract infection, symptoms included painful urination, and etiology was noted as a new illness or injury. It was noted that interventions included cephalexin and amoxicillin-pot clavulanate and the event resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v521173, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).